Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part#: (B)(4), delta cer fm hd 036/-4mm 12/14, lot#: 2018031559; part#: (B)(4), rnglc locking ring sz 23, lot#: 2013120467.

Event description:
It was reported patient¿s right hip was revised approximately 5 years post implantation due to liner fracture. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products : ceramic femoral head catalog#: 650-0836 lot#: 3202216, femoral stem catalog#: 7100100103bm lot#: 2013120467, acetabular shell catalog#: 11-104152 lot#: 3200276. Complaint sample was evaluated and the reported event was confirmed via photographs received. Review of x-rays received noted secondary signs of liner instability. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.